Event description:
Follow up information received reported the patient had revision surgery where the lead was replaced. The patient was reported as receiving excellent stimulation after the procedure.

Manufacturer narrative:
Lead: model 3888-45, lot# v780541, implanted: 2012 (B)(6), explanted: na. Lead: model 3888-45, lot# v836553, implanted: 2012 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Programmer: model 37754, lot# serial# (B)(4). Extension: model 3708220, lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: na. (B)(4).

Event description:
It was reported that the patient's stimulation was turning off two weeks after implantation. A physician programmer was used during a reprogramming session and when the patient reported loss of stimulation sensation, the programmer showed that stimulation was still on. Electrodes 0 and 2 were shorted together and impedances measured less than 50 ohms. It was unknown if the short may have caused the loss of stimulation sensation. It was noted that the patient was "good" and had excellent coverage of her pain. If additional information becomes available, a follow-up report will be sent.